Manufacturer narrative:
Concomitant medical product(s): 4574-45 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture as high threshold, high impedance, and oversensing was noted with noise in episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.